Manufacturer narrative:
Patient information provided. A medtronic representative reported that the issues did not delay surgery at all. The completed the 3d spin and continued to navigate.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment and confirmed the image quality in both 2d and 3d was diminished. The medtronic representative found both gain cals were out of date and detector had slightly shifted. The medtronic representative realigned the detector and performed both gain cals. Image quality was noticeably better. The medtronic representative reported the site has successfully used the system for two cases since the repair. System is fully functional.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system 2d and 3d image quality was diminished. The medtronic representative reported the images were still good enough to continue and the surgeon completed the procedure with the use of the imaging system. There was no impact on patient outcome.